Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported, she had more pain related to the reported loss of stimulation. The consumer met with a manufacturing representative who fixed the stimulator. The loss of stimulation was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that since april of 2015 the patient has fallen three times but was not injured in any of the falls. They have had a loss of therapeutic effect and within the past week cannot feel stimulation at 3.50v but can feel it if they increase to 4.50v. It felt like it was in the same location.